Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported on (B)(6) 2015 at 9:30 am she activated a new pod and her blood glucose. She had chest pains and was throwing up so she called for an ambulance. She was then rush to the hospital where she was diagnosed with costochondritis and diabetic ketoacidosis. The pod was removed and she noticed the cannula was kinked. She was treated with 4 bags of saline, potassium and insulin intravenously. She stays in the hospital for 48 hours before being released.